Event description:
On 02-feb-2023, abbott point of care was contacted by a customer regarding I-stat eg7+ cartridges that yielded a suspected descrepant hemglobin results on a patient . There was no patient information available at the time of this report. Method date collected tested hematocrit I-stat (B)(6) 2023 04:05 04:05 0.41. Lab (B)(6) 2023 04:05 04:41 0.225. At this time there is no reason to suspect a malfunction exists. There is no reason to suspect that the I-stat caused or contributed to the patient's demise. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 01-mar-2023. A review of the device history record confirmed the lot passed finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ak, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.

Event description:
Na.